Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review identified a repeat reported issue within the last 12 months with a different component causality. The reported condition was verified. The reported symptom ec345 was confirmed during the event history log review. Evaluation could not reproduce the reported problem. The device was found out of specification in relation to the reported ec345 and the cause determined to be a faulty downstream sensor. The downstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.